Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has been losing power. The customer changed her battery several times, it goes full and then goes empty immediatlely. The pump has had several low battery alerts and power error 25.the pump will return.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery alarm noted during testing. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the insulin pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.